Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device and tubing have been rec'd, but the failure investigation is not completed. A f/u report will be submitted with the failure investigation findings.

Event description:
Customer reported the pumping segment fused during an infusion of dopamine on a neuro ICU pt and the pump did not alarm. Customer stated dopamine is usually prepared by pharmacy, but recently they have been purchasing premixed dopamine. The pt required an add'l medication to increase the blood pressure due to the fused tubing on the dopamine infusion. No long term pt harm was reported. No further event or pt info was provided. Customer reported that the pc unit was not sequestered, therefore, no pc unit event logs were available for the eval.